Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that she experienced low blood glucose of 32.4 mg/dl. The customer reported that her blood glucose dropped to 21.6 mg/dl and she does not know the reason why it had happened. The customer reported that she felt so ill and could not get out of the bed. Troubleshooting was not completed at the time of call because the call was disconnected. Product is not expected to return.